Event description:
Event description guidant received information that these left and right ventricular leads dislodged for the second time since implantation four days earlier. They first dislodged one day post implantation and were revised the following day. The second dislodgement was three days after the revision. This time the leads were explanted and replaced by other guidant leads. In addition, the atrial lead's insulation was inadvertently cut during the third procedure and was also repalced.